Event description:
Healthcare professional reported after injection to the cheeks with juvederm voluma with lidocaine patient visited a dentist for an unspecified procedure. After the procedure the left cheek swelled. Patient was treated with hyalase however swelling remains and spread to move areas of the face. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause of this event.